Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure due to normal eri, noise on the right ventricular (rv) lead was noted. However, before and after the device replacement, the leads electrical parameters were stable and in range. The lead was connected to the new device and remains implanted. The patient was stable with no adverse consequences.